Event description:
Boston scientific was notified of the following event: the physician was using a sentry balloon and gdc coils for the procedure. During preparation, as a normal step, the physician had inflated/deflated the sentry balloon to check for normal condition. At that time, the balloon leaked a small amount of saline with contrast media. After several tests, he concluded it was a broken/leaked balloon. Product was destroyed at the user facility by hosp staff.